Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off on ac and battery power without sounding an audible alarm tone. The device was returned to the biomedical department from the labor and delivery department with an unsigned note 'pump will not stay turned on". There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the device powered off an ac and battery power without sounding an audible alarm tone. No additional information was provided.